Event description:
Reportedly, during patient use, a "pint failure" alarm occurred. The patient was manually ventilated and then transferred to another ventilator. The ventilator continued to work normally. There were no reported serious or negative health consequences to the patient. The distributor reported that the main board was replaced to resolve this issue.

Manufacturer narrative:
(B)(4).